Event description:
Caller reported a power source alert and was using both the tandem charging cable and wall adapter when the issue occurred. There was no information provided regarding any adverse impact to the customer's blood glucose level. Despite leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump did not begin charging. The caller did not have an alternative wall adapter or charging cable to try. Consequently, technical support decided to send a replacement tandem cable which resolved the issue.